Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The investigation is currently ongoing. The event occurred in: (B)(6).

Event description:
The initial reporter complained that for 1 patient an interferant is affecting the patient's chol2 cholesterol gen.2, hdlc4 hdl-cholesterol plus 4th generation, and ldl_c ldl-cholesterol plus 3rd generation results from a cobas 8000 c702 module. This medwatch will cover ldl_c. For information on hdlc4 refer to the medwatch with patient identifier (B)(6) and for chol2 refer to the medwatch with patient identifier (B)(6). The specific data has been requested but has not been provided. The customer stated that the chol2 results were too high and the hdlc4 and ldl_c results were too low. The results in question have been reported to the clinicians. The cobas 8000 c702 module serial number is (B)(4).